Event description:
The affiliate had a customer who reported a positive biological indicator (bi). None of the loads were recalled. The affiliate was not able to gather information from the hospital regarding patient injuries related to the unrecalled load. Two empty cycles completed with negative bi's after this positive reaction incident.

Manufacturer narrative:
Other, susepected postive bi.